Event description:
It was reported that the patient expired due to sepsis following a device changeout. The patient had a device system upgrade in 2007. On the following month, that system was removed, due to pocket infection. The patient was placed on antibiotics and when his cultures were negative this system was implanted. The patient's infection reappeared and he was again put on antibiotics until his death. There is no allegation that the death was device related.

Manufacturer narrative:
Other : it was reported that the patient expired due to sepsis following a device changeout. The patient had a device system upgrade in 2007. On the following month, that system was removed due to pocket infection. The patient was placed on antibiotics and when his cultures were negative this system was implanted. The patient's infection reappeared and he was again put on antibiotics until his death. There is no allegation that the death was device related. No conclusion can be drawn.